Manufacturer narrative:
(B)(4). Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download and displacement test due to moisture damage. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Pump received with cracked battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error and the pump keeps alarming and beeping. Customer stated that there was a small crack on the back of the insulin pump near the left clip rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.